Manufacturer narrative:
The remote service engineer(rse) assessed the device with assistance from the customer. It was found that the device's battery has exhausted, replacement of which is required. The device is back in service per manufacturer's specifications after new batteries are replaced. The device remains with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction display. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse determined that the battery was replaced in order to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that there is a battery that needs to be replaced. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that customer requests batteries for efficia dfm100 because they are exhausted. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.